Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview 7 device was used during an esophageal variceal banding procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands were attempted to be deployed; however, multiple bands were deployed at the same time. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information on (B)(6) 2019. It was reported that there was no difficulty in setting up the device.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview 7 device was used during an esophageal variceal banding procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands were attempted to be deployed; however, multiple bands were deployed at the same time. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.